Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he has high blood glucose of 400 mg/dl and needs information about bolus dosage. The customer declined to troubleshoot for the high blood glucose and stated that the high was due to an infection.